Manufacturer narrative:
Based on the investigation, the system was passing through a temporary optical channel variability which resulted in the inaccuracies between the sensor glucose and calibration entries. After (B)(6)2019 , the system started to stabilize and display sensor glucose readings close to the calibration entries. Per the investigation, the system did go through malfunction which was remediated with multiple calibrations. H6 result code updated to 4203. H6 conclusion code updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 23rd, 2019 senseonics was made aware of an adverse event where the user experienced a hyperglycemia event and reported the continuous glucose monitoring system did not alert her. The user did not require medical attention.